Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The design of the device was reviewed by the design vendor. Review of the DHR shows that all parts were planned, designed, and manufactured conforming to internal procedures. Planned position of the mandible and fossa were reviewed and nothing can be identified that may have attributed to the dislocation. The condylar head of the mandible implant was planned to seat far enough in the fossa implant that it should not dislocate. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. With the information provided, no definitive root cause can be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - canada customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a bilateral tmj procedure approximately six years ago. While in the recovery room, an attempt was made to manipulate the joints and they dislocated. The patient was taken back to the operating room to realign the joints. Attempts have been made and no further information has been provided.